Event description:
It is reported that a dr from the hospital implanted his first trilogy longevity constrained liner, today and had a little issue. Once the locking ring was seated on the poly, dr. Noticed and then demonstrated some micro motion of the constraining ring on the poly. It was moving approximately .5 to 1 mm up and down as he played with it. The ring was completely seated with no soft tissue impingement and the locking ring would not rotate at all but, the micro motion was present.

Manufacturer narrative:
Evaluation summary: the surgeon expressed concern regarding micromotion of the constraining ring. It is unclear whether the micromotion is alleged to occur between the poly liner and the constraining ring or poly liner and locking ring since parts were not returned. However, if the micromotion was alleged to occur with the constraining ring. There should not be any complications and the device is working as intended. The constraining ring does not experience any tensile or compressive loading (which would cause this type of motion) once implanted. The primary purpose of the constraining ring is to provide added stiffness to the polymer retaining fingers which capture the head. The cause can not be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.